Event description:
It was reported that the patient received four shocks due to t-wave oversensing. A new pace/sense lead was implanted. The defib portion of the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.